Event description:
An abdominal aortic aneurysm cavity stent was performed on a (B)(6) yr old male pt with pre-existing hypertension condition. The angiography was conducted after implantation which shows the picture of spurting of developer which indicates the cover of the stent has leakage issue. The pt is still in hosp. The device remain inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.